Event description:
Maude report (B)(4) submitted by a patient states that s/he has experienced pain, swelling, warmth in left knee, severe clicking, inability to bear weight for over 5 minutes or go up and down one step without assistance. Leg length discrepancy, urinary incontinence, worsening of migraines was also reported. Pain in arms, neck, and trapezius area has developed due to inability to use knees. Update received (B)(6) /2013 - the complaint has been reopened in order for it to be updated, as a duplicate report ((B)(4) has been discovered. There is no new information that will affect the existing MDR decision. This complaint was updated (B)(6) 2013. Update - (B)(6). Update rec'd (B)(6) 2014 - maude report received, (B)(4). Maude report indicates that the patient's left hip was revised on (B)(6) 2014, for tibial tray loosening at the cement/implant interface. We are unaware of which tibial tray was loose; therefore, we chose one. The tibial tray and cement have been reported. Additionally, the patient alleges heart issues and pain in her arm. Should we receive additional information, we will update the complaint accordingly. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. The initial reporting states it contains all information presently available. There is litigation involving this patient. Follow-up activities are being performed by the depuy legal team. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. There is litigation involving this patient. Follow-up activities are being performed by the depuy legal team. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.